Event description:
It was reported that during a pci treatment procedure, the tip of the platinum plus guidwire fractured and was left in the pt. The lesion being treated was a calcified, 90% stenotic lesion in the distal right supeficial femoral artery. The physician used a 6f cross-over introducer sheath for vascular access. The lesion was initially treated with a bard ultra verse 5-4-120 pta balloon, then the balloon was exchanged for a longer balloon. This cathter, however, would not cross the lesion and during withdrawal of pta balloon catheter, the tip of the platinum plus guidewire stretched and subsequently fractured. The tip remained at the femoral lesion site. The pt is in good condition, however surgical intervention is planned for removal of the retained guidewire tip.